Event description:
As reported by navilyst medical's distributor in (B)(4), a PICC line, which was originally placed on (B)(6) 2011, "split" and was removed on (B)(6) 2011. It was stated that the used device would be returned to navilyst medical for evaluation.

Manufacturer narrative:
The device used in the reported event has not yet been received by navilyst medical, although it was reported that it will be returned. The investigation into this event, as well as follow-up as to the sample status, is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).